Event description:
It was reported that when the pt's pump was implanted, the doctor hit a nerve and the pt can only void his bladder once a day. The pt also has a limp. No pt treatment or outcome was reported. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.